Event description:
Account executive called on behalf on customer to report a potential false negative troponin (tni) with the triage cardiac panel versus the beckman device on a (B)(6) female pt. Whole blood edta samples were collected. No further info was available regarding pt's medical history, medication list, results of other diagnostics, admission, and discharge diagnosis.

Manufacturer narrative:
Investigation pending.